Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: according to the report, the drill bit broke during surgery. Excessive or eccentric loading applied to the drill bit could have caused part to break during use. It is not known how the surgeon used the drill bit and if the drill might have been overloaded during use. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that a drill bit broke off in the pt's patella during orif. The broken piece was not removed.